Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. Further evaluation was recommended. At this time, the product remains in service and no additional adverse patient effects were reported.